Manufacturer narrative:
The power chair was not returned for evaluation, so the complaint of the chair speeding up and slowing down could not be verified, and the underlying cause could not be determined. This product is on the list of serial numbers impacted by the medical device field removal joystick recall z-2270-2013. The units were recalled due to a supplier quality issue involving the electrical component of spj+ joysticks and mk6i driver controls. The defect resulted in the wheelchairs slowing down relative to the commanded speed and then either driving at the reduced speed or recovering and creating an unintended acceleration. The pronto m41 owner¿s manual explains that the information gauge display serves as a system diagnostic device when a fault is detected by the control module. A specific number of flashes of the leds indicate the type of fault detected. Additionally, it states that if the joystick is erratic or does not respond as desired to contact the dealer/invacare for service. The expected life of a power chair is 5 years, and the device was manufactured in september 2010; therefore, it has exceeded its expected life. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the chair was speeding up and slowing down, jumping and sputting. The dealer stated he has at least 15 joystick error codes.